Event description:
During performance of epidural steroid injection using #17 touhy needle and glass syringe filled with air and loss of resistance technique, crna had difficulty identifying epidural space at 2 levels, placed saline on barrel of syringe for lubrication and discovered the syringe was leaking between barrel and hub. Changed syringes and was successful on first attempt-negative aspiration, negative test dose. Gave triamcinolone (120 mg) and marcaine (15 mg) and the pt developed dense block t11. Crna believed this to be mixed sab/epidural block 2 degrees to dural puncture that was unrecognized during attempts with defective syringe. (At no time was spinal fluid identified.) Dense block caused a symptomatic decrease in blood pressure requiring ephedrine, IV fluids, and prolonged recovery room/ambulatory procedure time. Pt was discharged home later the same day.